Event description:
Procedure type: laparo rectum. According to the reporter: during surgery the balloon broke. There was no report of pieces falling into the cavity or impacting the patient. The procedure was completed with another trocar and the patient is ok. The operating time was extended by 5 minutes. There was no bleeding nor tissue damage. No patient injury was reported.